Manufacturer narrative:
One smiths medical cadd-legacy® pca pump was returned for analysis intact. The device history log was reviewed and noted multiple "high pressure" messages. The pump was visually inspected and tested for signs of function / pressure failure. Occlusion test was performed and the pump failed; verifying the complaint. A faulty downstream occlusion sensor was found and will be replaced. Based on the evidence, the root cause is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump was reported to have psi's above manufacture specifications upon return for repair. No adverse effects were reported.